Event description:
New information received states that the asymptomatic patient presented remotely via merlin.net transmission. It was noted that the patient's atrial lead exhibited noise episodes. No intervention was performed. The patient will continue to be followed up normally.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted that the atrial lead exhibited noise. No intervention was performed. No further information was available. The patient will continue to be followed up normally.